Event description:
The customer reported that the device would unexpectedly shutdown. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would unexpectedly shutdown. There was no report of patient involvement. A philips field service engineer went to the customer site and could not recreate the reported issue. Based on the customer's report we can not determine the cause of the reported failure. The device passed all performance testing and remains at the customer site.